Event description:
It was reported that the patient suffered a syncopal episode as well as a seizure. Sensing difficulty and failure to capture were also reported. The lead was explanted and replaced. No further patient complications have been reported.